Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module/us probe was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module/us probe. In addition, our technician confirmed that the objective prism cloudy (not clear view), the operation channel (primary) buckled, the insertion flexible tube buckled, the light guide cable buckled, the lcb distal cover glass cracked, the ultrasound connector body corroded, the jet socket cut, the remote control buttons cut, and the stay coil rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.